Event description:
It was reported that externalized conductors were observed under fluoroscopy. The lead was explanted and replaced. Patient condition good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to external and internal insulation abrasion were noted at 8.3-11.5 cm from the lead tip. The etfe coating was intact at this location.